Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The device history review (DHR) was conducted for lot 5524202 and there were no relevant non-conformances found that would have contributed to the reported complaint. Additional information: d9 - device available for evaluation.

Manufacturer narrative:
The device is expected to be returned for evaluaiton, however, it is yet to be received.

Event description:
The event occurred on an unspecified date and involved a 30" (76 cm) appx 3.7 ml, 20 drop admin set w/integrated chemolock¿ port drip chamber, chemolock¿, bag hanger, drop-in chemolock¿ port which was reported to have white particles in a normal secondary set. The reporter was unsure if the particles were due to the device or if they were from the infusion bag. The pharmacy was notified of this issue by sultan qaboos comprehensive cancer care and research centre (sqcccrc) also located in oman. The customer stated that the event started in late of november 2022 to the present. There were no holes, cuts, tears, or any defect noted on the device or packaging but for some IV set, they are noticing like there is a kind of abrasion/friction. The issue occurred during setup after filling the chamber with solution. The medication was administered with filter to avoid any particles entering the patient. There was patient involvement, however, no harm was reported as a consequence of this event.